Event description:
The customer tested his blood glucose using his contour meter and another meter. He received a 100mg/dl difference between readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The call ended before further information could be obtained. Product will not be returned for evaluation. No product was replaced.

Manufacturer narrative:
The call ended before the product information could be obtained. It's not possible to determine the manufacture date without the meter information.